Manufacturer narrative:
H6. Investigation findings updated to 114.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Upon review of the system post sensor re-link and using their new transmitter, the most recent bg/sg fit well. As per notes, the user reported differences between sg and bg readings. Upon review of the system post sensor re-link and using their new transmitter, the most recent bg/sg fit well. The user confirmed that the system was working good. Upon review of dms, the user is currently using the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.